Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Correction: impact codes updated to include f0801: intensive care, and f12: serious injury/ illness/ impairment.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. No performance issues were noted with the catheter during the procedure. After the ablation was performed and the catheters were withdrawn from the patient, a standard of care cardiac echocardiogram was performed. A pericardial effusion was noted. Pericardial puncture was performed and a drain was left in the pericardium. The patient was transferred to intensive care for further care. No additional patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. No performance issues were noted with the catheter during the procedure. After the ablation was performed and the catheters were withdrawn from the patient, a standard of care cardiac echocardiogram was performed. A pericardial effusion was noted. Pericardial puncture was performed and a drain was left in the pericardium. The patient was transferred to intensive care for further care. No additional patient complications were reported.